Manufacturer narrative:
It is unknown what the patient was hospitalized for and what type of lab values the patient was referring to in the survey. The patient did not allege any device malfunction or deficiency. The patient only stated that pd did not work. There are several reasons for pd failure including peritoneal membrane failure. Without additional information, it is unknown what caused the patient to have unsuccessful pd with poor lab results requiring hospitalization and a transition to hemodialysis. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a voice of the customer survey, this patient was asked what led them to discontinue peritoneal dialysis (pd). The patient stated they were recently hospitalized due to peritoneal treatment, and it was too hard to re-start pd. Additionally, the patient reported their labs were not where the clinician wanted them to be and stated that the therapy was too complicated and laborious. The patient claimed that pd did not work and that it took the staff too long to transition the patient back to hemodialysis. The patient stated it almost killed them. Attempts to obtain additional information were unsuccessful. The clinic confirmed this patient was not at their clinic.

Event description:
During a voice of the customer survey, this patient was asked what led them to discontinue peritoneal dialysis (pd). The patient stated they were recently hospitalized due to peritoneal treatment, and it was too hard to re-start pd. Additionally, the patient reported their labs were not where the clinician wanted them to be and stated that the therapy was too complicated and laborious. The patient claimed that pd did not work and that it took the staff too long to transition the patient back to hemodialysis. The patient stated it almost killed them. No specific information was provided. Attempts to obtain additional information were unsuccessful. The clinic confirmed this patient was not at their clinic.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.